Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a report from the implantable cardiac monitor (icm) showed episodes with the message "invalid data received for episode." Troubleshooting was performed and revealed that there was a decoding error for the data. The icm remains in use. No patient complications have been reported as a result of this event.